Event description:
According to the reporter, while monitoring a patient, the device powered off by itself several times and had to be manually powered back on. No adverse affects to the patient were reported as a result of the device use.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. Physio-control replaced the system/memory pcb assembly as a preventative measure and then returned the device to the customer for use. Physio-control further evaluated the replaced assembly and could not replicate or confirm the reported incident.